Event description:
It was reported that an ECMO patient was brought into the operating room and the bubble sensor while in stand alone mode, tripped. The perfusionist was unable to get the pump to override, even after a reboot. The rotaflow console was switched for another. CPR was performed during the incident. (B)(4). MFR ref #: 8010762-2014-00040.